Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that the patient experienced worsening of leaks after a fall. The event was assessed as not serious and related to the stimulation. Factors that may have led or contributed to the issue remain unknown. No troubleshooting or diagnostics were performed. Actions taken include a reprogramming during an unscheduled visit on (B)(6) 2017 and the event remained ongoing. No surgical intervention occurred. Additional information was received reported that botox 100 was administered on (B)(6) 2019 to treat the urinary leaks and the outcome was resolved on (B)(6) 2019. No further complications were reported and/or anticipated.